Manufacturer narrative:
(B)(4). Reference manufacturer report # 9615742-2013-00391 for a second product used in the same case. (B)(4).

Event description:
According to the reporter: as a result of having the product implanted for a urogynecological procedure, the patient has experienced pain, injury, disability and impairment. The product was used for therapeutic treatment.